Manufacturer narrative:
The device was not returned for evaluation as the stent remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that this was a percutaneous coronary intervention in two vessels, the proximal right coronary artery (rca) and the mid left anterior descending (lad) coronary artery. The 2.75x48 mm xience xpedition was implanted in the rca and the 3.5x15 mm xience xpedition was implanted in the lad. Both vessels had a dissection which was treated with a 2.75x15 mm xience xpedition stent in the rca and a 3.5x12 mm xience xpedition in the lad. The patient was stable and was discharged from the hospital. No additional information was provided.